Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that during an infusion set change he was unable to push insulin forward with the plunger. Customer's blood glucose level was 114 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one reservoir. Performed visual inspection, and found the needle from the transfer guard missing.